Event description:
Caller tested 5.4 inr, 3.1 inr and 3.2 inr on the coaguchek xs system. No medication changes based on the meter results. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.